Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: an f/g,promus element,mr,ous 3.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the 2 most proximal stent strut rows and struts were stretched slightly proximally. Damage was also noted to the 3 most distal stent strut rows and struts were stretched slightly distally. The undamaged mid-section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 3 x 28 mm, 85% stenosed and concentric target lesion with significant lesion bend of >45 and <90 was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 3.50 x 24 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed proximal and distal stent damage.